Event description:
It was reported that this patient's communicator showed a red call doctor icon alert which indicates a potential change in the patient's implanted device that was not transmitted. Technical services guided the patient with troubleshooting, but the issue could not be resolved, and a cell adapter was sent to the patient. Further information was received indicating that there have not been recent remote transmissions. However, there were 2 previous red alerts in the last months due to sudden spikes of high pacing impedance out-of-range suggesting spring contact issues. Attempts to obtain additional information were unsuccessful, no further details were known. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were recorded.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's communicator showed a red call doctor icon alert which indicates a potential change in the patient's implanted device that was not transmitted. Technical services guided the patient with troubleshooting, but the issue could not be resolved, and a cell adapter was sent to the patient. Further information was received indicating that there have not been recent remote transmissions. However, there were 2 previous red alerts in the last months due to sudden spikes of high pacing impedance out-of-range suggesting spring contact issues. Attempts to obtain additional information were unsuccessful, no further details were known. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were recorded.